Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error 1260 displayed. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
D9: product received date 9/16/2024. H3: one device was returned for repair in used condition. Visual evaluation found downstream occlusion (dso) nub dents, cracked housing, and a discolored upstream occlusion (uso) seal. Unable to retrieve event history log due to constant alarming and no display. The reported problem was duplicated during functional testing. During power-up, the was alarming with error code 1260. The cause is the main board. Replaced the main board to correct the issue. The device passed all functional tests after the repair.